Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that there were alarm 241- "blower temperature high" triggered on (B)(6) 2023 15:18:55 (system time). Alarm 240- "blower temperature too high" triggered on (B)(6) 2023. Alarm 316- blower failure starts to show up from (B)(6) 2023 05:24:03. Blower was overheating due to lack of maintenance / filter exchange and failure to react temperature alarms.

Event description:
It was reported to vyaire medical that the bellavista ventilators has alarm 316 "blower failure alarm." At this time, there was no information of patient involvement reported in this event.

Manufacturer narrative:
H10. Additional MFR narrative/corrected. Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.